Event description:
It was reported that the right atrial lead exhibited increasing noise issues. The patient had also received inappropriate high-voltage therapy by the implantable cardioverter defibrillator. During revision procedure, insulation damage was noted. The lead and device were both removed and replaced and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.